Manufacturer narrative:
Additional information: section f10: event problem codes; section h10: narrative text. As reported by our affiliate in japan and through the post-marketing surveillance reporting system, on the same day as the tavr procedure, post procedure, complete atrioventricular (av) block occurred. On postoperative day (pod) 1 a permanent pacemaker (ppm) was implanted. On pod42, the ppm was upgraded to crt-d (cardiac resynchronization therapy-defibrillator). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (pressure from the implanted valve on cardiac structures), patient factors (valvular calcification, underlying arrythmia or poor ef) likely contributed to the post tavr av block complete and subsequent ppm implant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the IFU sizing recommendations for implanting the edwards sapien 3 transcatheter in a native annulus, a 26mm sapien 3 valve is recommended for native annulus size measuring 21-25 mm by tee with valve area of 430-546 mm2 by CT. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Although the cause of the event cannot be confirmed, it is possible that procedural factors (movement of the delivery system during deployment due to stored tension or by the operator) and patient factors (elliptical annulus shape with a diameter of 24.6mm x 18.2mm and valve area of 368.0mm2 by CT) may have contributed to the too ventricular position of the initial valve and resulting pvl. Placement of a second valve in a higher position resolved the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, a sapien 3 valve was deployed too ventricular position. A second sapien 3 valve was implanted. During the procedure, a 26mm sapien 3 valve was positioned in a 60:40 aortic/ventricular (a/v) position and deployed with 3 ml less than nominal volume. During deployment of the valve, using slow inflation, the valve was ¿drawn¿ into the left ventricle (lv) side, landing in a final 40:60 a/v / 50:50 a/v position on the lcc/ncc side. The lower end of the top strut was on the annulus. Post dilation of the valve was performed with 1ml less than nominal volume. No paravalvular leak (pvl) was observed on the echocardiography; however, an aortography (aog) revealed that the valve was implanted too low and pvl was observed through the strut from the lcc side. The decision was made to implant a second 26mm sapien 3 valve. The second sapien 3 valve was deployed in a final 70:30 a/v position with 2 ml less than nominal volume. Post dilation of the second valve was performed with 1ml less than nominal volume. Both valves remain implanted in the patient. The native annular diameter measured 24.6mm x 18.2mm by CT with a valve area of 368.0mm2. Mild annular calcification and no aortic root calcification was reported. The diameter of the sinus of valsalva (sov) measured 36.1mm. The diameter of the sinotubular junction (stj) measured 33.3mm.